Event description:
It was further reported, the issue "poor air/water supply" occurred in the middle of a colonoscopy procedure. The procedure was completed with the same device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the colonovideoscope exhibited poor air/ water supply. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. The endoscope was not used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. It is unknown if the endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, no air or water is fed. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. An abnormal sound was produced due to damage on the up/down knob. Adhesive on bending section cover had a crack. Scratches were found throughout the device. Adhesive around objective lens was peeled. Control unit had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.